Manufacturer narrative:
Additional information: b3, b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during lap case, the device was difficult to open and close. It locked after customer used it for a little bit. Surgeon was changing between the monopolar l-hook to device's jaws, and during the switch from hook to the jaws, device was unable to open the jaws. Knife was not extended nor protruding. Opened a second device and it worked fine. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: lf5637, ligasure lf5637 retractable l hook (lot#:40660251x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the device was difficult to open and close. It locked after customer used it for a little bit. Customer had to reopen two devices.

Manufacturer narrative:
Correction: h6 (ime, imf, fdp, fdm) additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.